Event description:
It was reported that the external pulse generator was generating an error when it was cycled on. The battery was replaced but the situation did not resolve. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator generated an error upon power-up and attributed it to the main printed circuit board, liquid crystal display and battery flex being corroded. Analysis also found that the lower case was broken, the lead flex cover was corroded and the battery contacts, battery release and battery drawer were contaminated. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).